Event description:
On 06/17/08, (B)(4) received a phone call from (B)(4). (B)(4) stated that dr (B)(6) was performing a dcp procedure. He inserted the catheter, inflated the catheter and noticed that the balloon would not hold pressure. He removed the device and opened another kit to complete the procedure without any pt complications. The facility is requesting to be reimbursed for the cost of the kit. The device was saved and they are waiting to return it to us for evaluation.

Manufacturer narrative:
(B)(4).